Event description:
Event description cpi received information that, during the attempted implant of this implantable pulse generator (ipg), egm's noted extra ventricular events when light pressure was applied to the pulse generator. Suspecting that the ventricular lead was picking up extraneous endocardial signals, the lead was repositioned. This did not correct the problem, and the physician elected to replace the device.